Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the right ureter during ureteroscopy procedure performed on (B)(6) 2022. During the procedure, a zero tip basket was used in an attempt to remove stones in the ureter, however, the basket wire broke, but still attached to the device. A grasper was used to remove all of the device out from the patient. Procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).